Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced spi to motor pic communication error. The customer's blood glucose value was 254 mg/dl. The customer stated the alarm did not occur during the rewind/prime sequence. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The product was returned for analysis.

Manufacturer narrative:
The insulin pump passed all functional testing including idle current test, run current test, self-test, off no power test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test and rewind test. No spi to motor pic communication error alarm noted. The insulin pump was received with minor scratched display window, cracked case at the display window corners and cracked reservoir tube lip.